Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, the patient going through an MRI procedure, and implanting the stimulator after the expiration date have been ruled out as potential causes. The lead eroded at the incision site as the end of the lead was not buried deeply enough. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to incorrect surgical technique as the lead was not implanted deeply enough (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported the end of the stimulator was poking through the skin at the incision site. A revision procedure was performed on (B)(6) 2022 and the patient is doing well. The stimulator that eroded cannot be confirmed, so both stimulators are being reported.